Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Pump supplies were changed multiple times. Blood glucose was 314 mg/dl. As the supplies were changed, tandem technical support was unable to determine a cause of the occlusions.